Manufacturer narrative:
The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation. (B)(4). Review of lot f1725501, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Event description:
It was reported that a 6f/7f mynxgrip vascular closure device (vcd) was placed into the sheath up to the white line, the balloon was inflated, drawn back to the arteriotomy and the side port was opened. The technician did not shuttle down completely to release the white advancer tube. The sheath was shuttled back to the top position and when there was no advancer tube, the balloon was then deflated and closure was aborted, manual pressure was held. The patient¿s hospitalization was not extended.

Manufacturer narrative:
Complaint conclusion: it was reported that a 6f/7f mynxgrip vascular closure device (vcd) was placed into the sheath up to the white line, the balloon was inflated, drawn back to the arteriotomy and the side port was opened. The technician did not shuttle down completely to release the white advancer tube. The sheath was shuttled back to the top position and when there was no advancer tube, the balloon was then deflated and closure was aborted, manual pressure was held. The patient¿s hospitalization was not extended. A non-sterile 6f/7f mynxgrip vascular closure devices involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was disengaged from the black handle. The sealant and procedural sheath were not returned with the device. The syringe and advancer tube were returned separated from the device. The catheter, shuttle cartridge and advancer tube were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. The advancer tube was re-inserted on to the device and properly engaged to the distal tamp lock as intended per mynxgrip instructions for use (IFU). The advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock. No damages or anomalies were observed. A device history record (DHR) review of lot f1725501 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant failure to deploy¿ was not confirmed through analysis of the returned device since the device was received deployed without the sealant. The exact cause of the failure experienced by the customer could not be conclusively determined. Based on the information available for review and the product analysis, procedural/handling factors most likely contributed to the issue as reported by the customer not shuttling down completely. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. The returned devices performed as intended per the mynxgrip IFU. Neither the DHR review nor the product analyses suggest that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.